Manufacturer narrative:
On june 17, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo (v2.0) instrument serial number (B)(4). On june 18, 2019 an immucor field service engineer inspected galileo echo (v2.0) instrument serial number (B)(4) at the customer site. No hardware issue found. All teachings, alignments and volumes were within specification. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative results for antibody ID on the galileo echo (v2.0) instrument.